Event description:
The pt is a 46-yr-old woman who initially had bilateral breast augmentation in 1981 using another co's double lumen breast implants. The pt developed hair loss in 1982 and 1983. She also developed sleep problems, photosensitivity, rash, arthralgias in the hands, hips, knees, feet and shoulder and morning stiffness, and chronic fatigue. She also had a history of hashimoto's thyroiditis and presently has burning pain in the left breast which started three years ago. Xerogram and ultrasound demonstrate a definitive left intracapsular rupture and an intact right double lumen implant. Because of significant symptoms, rupture of the left implants, associated with pain of the left implant, it is medically necessary to remove both implants. Total capsulectomy is necessary because of symptoms and because of rupture.